Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer required assistance from urgent care to address bg level with insulin drips. Reportedly, the customer continued to use the pump for insulin therapy.